Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
It was reported that during an ankle procedure, a hammer pad sheared off during removal from the jig and could not be separated from the jig. No delay in procedure occurred.